Event description:
Boston scientific received information that during a pre-operative check for a non-device related procedure, no surface EKG was observed. The patient exhibited an underlying sinus rhythm of 30ppm. No loss of capture was noted until 0.3v. Backup paces were being delivered. During the post-operative check, the autocapture threshold test was run again at an increased rate of 90ppm and was successfully completed. The auto-threshold remained on and no changes were made to the device. It was unknown why the autocapture test did not automatically stop on its own and continued to provide back up pacing pulses.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.